Manufacturer narrative:
Corrected occupation from "physician" to "other healthcare professional" internal complaint number: (B)(4). Autonumber: # (B)(4). The vasoview 7 xb device was returned to the factory for evaluation. Signs of blood and clinical use were observed. A visual inspection was conducted. Signs of blood were observed on the blade and the electrodes. A mechanical evaluation of the hemoro bisector blade slider was conducted. The switch was able to advance and retract the blade with no resistance felt. No failures were observed. Based on the returned condition of the device and the results of the investigation, the reported failure "mechanical issue; button slider/thumb trigger stiff, not sliding, jammed¿ was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb blue toggle for cut/coagulation would not slide. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb blue toggle for cut/coagulation would not slide. A replacement device was used to complete the procedure. The hospital did not report any patient effects.